Event description:
It was reported that the device had air in the infusion set for several hours during an epidural infusion. Per reporter, the incident was noticed when the patient attempted to correct a misplaced epidural catheter. There were no alarms from the pump anytime during multiple hours. The problem was fixed by switching the infusion set and restarting the pump. Infusion was continued with the same pump for multiple days without any incidents. Further attempts to replicate the error with the other pumps were unsuccessful. After the administration set was changed, the patient reported increased pain, and yet the pump showed no alarms. The patient was positive on the cold test despite the increased doses, but nothing wrong could be found with the pump. The anesthesiologist administered the anesthetic directly into the hose and then the pump indicated ¿counter-pressure¿ when they were about to insert the epidural. After inspection, it was found that the hose and the medicine bag had a lot of air inside. The pump functioned properly after the administration set was replaced and the air was drawn from the medicine bag. There was patient involvement and no patient harm/adverse events reported.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode ¿air in the infusion set¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined."